Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing atrial events. It was noted that the patient has been experiencing dizzy episodes. The rv lead was reprogrammed but the dizzy episodes persisted, and the lead remains in use. No further patient complications have been reported as a result of this event.